Event description:
On (B)(6) 2025 it was reported that a patient implanted on (B)(6) 2024 experienced l5 nerve root issues. The cause was determined by the physician to be implant malposition. The malpositioned implant was removed on (B)(6) 2024 and a new implant was placed. They physician reported symptoms resolved after the initial implant was removed and a new implant was correctly placed.

Manufacturer narrative:
This report is submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by FDA, curvafix, or its employees that the report constitutes an admission that the device, curvafix, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available, not disclosed, or does not apply, the section/field of the form is left blank. The suspect device was not returned for evaulation. A lot history record review was conducted for the subject device. There was no evidence to suggest the device did not meet specifications before distribution.